Event description:
Elderly female with history of peripheral arterial disease. Currently, she has gangrene of left lower extremity. Procedure: interventional radiology arteriogram, left lower extremity angiogram with stent placement to left common iliac. During the procedure, the metal markers for catheter became dislodged and moved. Surgeon was able to manipulate markers without harm to the patient. Manufacturer response for catheter, percutaneous, quick-cross (per site reporter), will follow up.